Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. Customer reported that they had sensor and transmitter issue. Customer mentioned transmitter did not programmed into insulin pump. It was unknown if customer was using auto mode at the time of incidence. Customer did not want to troubleshoot. The insulin pump will not be returned for analysis.